Event description:
Luer lock became disconnected from IV catheter and pt experienced a loss of blood. The pt required 2 units of blood transfusion replacement. The pt was stable post incident and treatment.